Event description:
Doctor attempted to deploy an absolute pro vascular self-expanding stent 6f x 100mm x 135cm in the right superficial femoral artery (sfa). The distal end of the stent unraveled a considerable distance. The stent cannot be removed from the sfa so the surgeon balloon dilated the unraveled part of the stent to adhere it to the artery wall then placed additional stents to cover the unraveled stent segment and open up the sfa flow.